Manufacturer narrative:
Updated UDI: (B)(4). Device evaluation: model #/lot #, device available for evaluation?, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, device manufacture date, evaluation codes, additional MFR narrative. Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 50 mm h2o. The valve was hydrated for 24 hours. The valve was visually inspected; biological debris was noted inside the valve mechanism, as well as needle holes in the needle chamber. The valve was tested for programming with programmer 82-3126 with serial number (B)(4) and programmer 82-3190 with serial number (B)(4), the valve failed the test, the cam mechanism did not move during the programming process. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, leaked from the needle holes over the needle guard. The valve was reflux tested, the valve passed the test. The valve was dried. The valve was then pressure tested at 50 mm h2o, the valve passed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled. The magnets failed. Review of the history device records confirmed the valve product code ns9008, with lot cnkb3t, conformed to the specifications when released to stock on the 9th october 2012. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The ns9008 was implanted to the patient with lp-shunt (doi and the initial setting is unknown). On (B)(6) 2016, valve obstruction was suspected and revision was performed with ns9008 with lp-shunt (doi and the initial setting is unknown). The patient is male and his initial is (B)(6). The primary disease was sah and product was used for snph. The patient¿s condition is good. No further information was provided by the hospital at this moment.